Manufacturer narrative:
An investigation into this event showed that the customer switched units. The original unit remains at the customer site not in use. The customer confirmed that the replacement device has had no issues of low potassium (k+) since. A root cause into the low potassium (k+) concern could not be investigated as the customer did not return the analyzer in question. If additional information is received or the analyzer is returned, the investigation will be updated accordingly. The call was closed and no further actions were required.

Manufacturer narrative:
On (B)(6) 2019, abaxis was contacted by a customer that the customer (urgent care clinic) observed low potassium (k+) patient results using the abaxis piccolo comprehensive metabolic panel lot#s 9145ab4 and 9165ab1. The patient came into the clinic complaining of fatigue, shaking, heart palpations and heart flutter. Patient k+ result on the piccolo xpress system on (B)(6) 2019 was 3.0 mmol/l (reference range: 3.6-5.1 mmol/l). Patient was prescribed 40 meq k+ pills and was advised to come back for further testing. Patient came back on (B)(6) 2019 and symptoms were improved. Patient k+ result on (B)(6) 2019 on the piccolo xpress system was 3.2 mmol/l (reference range: 3.6-5.1 mmol/l). Since potassium results were still low, patient was advised to see primary care physician (pcp). On (B)(6) 2019, pcp sent patient sample to lab and received k+ results of 3.8 mmol/l (reference range: 3.5-5.4 mmol/l). Pcp also refered patient to nephrologist who confirmed kidney functions were normal and advised patient to discontinue taking k+ pills. Investigation regarding this issue is underway. Since two separate lots of the piccolo comprehensive metabolic panel were used to test patient samples for this issue, separate MDR submissions will be submitted for each lot. Refer to MDR 2939693-2019-00005 for lot number # 9165ab1 submission.

Event description:
Low potassium (k+) patient results.